Manufacturer narrative:
Upon checking the log files the dispatched fse could confirm problems with the ventilator motor and replaced it, consequently the device passed all consecutive tests and could be returned to use. Evaluation of the motor in the manufacturer's lab resulted in the finding that there were several positions where the motor did not provide mechanic power due to an abraded collector disc. Since the motor speed is being monitored continuously, the speed fluctuations result in a deviation between measured and expected piston position. To prevent from damages the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component; no patient consequences have been reported. The repair exchange has fully solved the device problem.

Event description:
Please refer to initial MFR. Report #9611500-2017-00051.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that the ventilator failed during a case. No patient injury reported.